Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported the adaptor leaked during patient use. It was reported adaptors "fail and loose pressure on our ventilators." No patient harm was reported. No medical intervention required.

Event description:
Customer reported the adaptor leaked during patient use. It was reported adaptors "fail and loose pressure on our ventilators". No patient harm was reported. No medical intervention required.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the sample was assembled into a teleflex respiratory circuit and a leak test was performed. No issues were encountered during testing. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The unit functioned as intended.